Event description:
It was reported that on (B)(6). 2025, a 27 mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). A pre-implant balloon aortic valvuloplasty was performed using a 24 mm, non-abbott balloon. During the procedure, the valve was able to be implanted, and a small gradient was noted so a post-implant balloon aortic valvuloplasty (post-bav) was performed using the same pre-bav balloon. Gradient pressure was noted normal. Within few seconds, blood pressure dropped and leading to cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed to stabilize. At this point, it was suspected of a possibility of annulus rupture and a cardiac tamponade. Fifteen minutes later, a sternotomy was performed on the patient. After suctioning the fluid it was confirmed no leakage of fluids. The patient was transferred to the surgery department for monitoring. Post-procedure, 19 hours later, the patients was stable and had a good prognosis to recover. CT imaging showed that the annulus had mild calcification overall, but there was marked, severe calcification adjacent to the non-coronary cusp (ncc). Second CT revealed a rupture between the left-coronary cusp (lcc) and ncc.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). A pre-implant balloon aortic valvuloplasty was performed using a 24mm, non-abbott balloon. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the valve was able to be implanted at a depth of 4mm on the non-coronary cusp (ncc), and a small gradient was noted; the valve looked elliptical in shape. A post-implant balloon aortic valvuloplasty (post-bav) was performed using the same pre-bav balloon. Gradient pressure was 5 mmhg. Within few seconds, blood pressure dropped and leading to cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed to stabilize. At this point, it was suspected of a possibility of annulus rupture and a cardiac tamponade. Fifteen minutes later, a sternotomy was performed on the patient. After suctioning the fluid, it was confirmed no leakage of fluids. Pericardial effusion was noted and a cardiac tamponade was confirmed. There was no clinically significant delay reported. The patient was transferred to the surgery department for monitoring. Post-procedure, 19 hours later, the patients was stable and had a good prognosis to recover. CT imaging showed that the annulus had mild calcification overall, but there was marked, severe calcification adjacent to the non-coronary cusp (ncc). Second CT revealed a rupture between the left-coronary cusp (lcc) and ncc. The team believes that this event was due to the selection of the larger post-bav balloon. The patient was discharged and on 09 jan 2026, the patient was advised for rehabilitation.

Manufacturer narrative:
An event of difficult to fold, unfold or collapse (valve under-expansion), aortic valve stenosis, cardiac arrest, vascular dissection, pericardial effusion and cardiac tamponade were reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that pre dilatation with a 24mm balloon was carried out, and a post-implant balloon aortic valvuloplasty (post-bav) was performed using the same pre-bav balloon. It was noted that there was a blood pressure drop which led to cardiac arrest. After CT analysis, it was noted that a possibility of annulus rupture, pericardial effusion was noted and a cardiac tamponade was confirmed. CT imaging noted there was mild calcification overall. Second CT revealed a rupture between the left-coronary cusp (lcc) and ncc. The final non-coronary cusp implant depth was 4mm. Abbott requested information related to procedure imaging, but this was not provided. The team believes that this event was due to the selection of the larger post-bav balloon. Based on available information, the cause of the reported valve under expansion, is likely related to the patient's calcification, however this cannot be conclusively determined. The reported vascular dissection, aortic valve stenosis and pericardial effusion were not conclusively determined. The reported patient effects are likely cascading effects from the event. Unexpected medical intervention was a result of case specific circumstance, as a post implant valvuloplasty was performed, and cardiopulmonary resuscitation (CPR) was performed. The reported hospitalization was a result of case specific circumstance, as patient was transferred to the surgery department for monitoring. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, "in the event that a post-implant balloon dilatation is performed to address paravalvular leak (pvl) or under-expanded stent frame when implanting within the native valve, then valve size, patient anatomy, and implant depth must be considered when selecting the size of the balloon for dilatation. The balloon size chosen should not exceed the perimeter-derived diameter of the native aortic annulus. Moderate or severe pvl should be addressed at the time of the tavi procedure." Codes removed: